Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
Refer to results of investigation below. Customer complaints from (B)(6) 2011 through (B)(6) 2011 were reviewed to determine if there has been an increase in the type of issue the customer encountered. The data was not indicative of a product specific issue for elevated patient results issues. We also evaluated the customer data provided by the field service representative. Evaluation shows no issues related to the alleged deficiency of the complaint that indicates that there is a product deficiency as all results were found within the package insert range. In addition, one stored sample of architect stat troponin-I, reagent lot 90450un11, was also tested for accuracy. All replicates of the troponin-I panel 1 were within specifications. Acceptance criteria was met. No issues related to the alleged deficiency of the complaint that indicates that there is a product deficiency was found. As a result, we believe that the product was performing as expected. The customer was referred to the specimen collection and preparation for analysis section of the architect stat troponin-I reagent package insert as the information might be useful when evaluating falsely elevated results.

Event description:
The account stated that an elevated architect troponin result was generated. An initial result of 0.0 ng/ml was generated. A second value of 0.137 ng/ml was generated. This result was reported to the doctor and the patient was transferred to another facility for a cardiac catheterization. The other facility performed a troponin and a result of 0.0 ng/ml was generated. The cardiac catheterization was not performed.